Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after a transcatheter embolization of an intracranial aneurysm procedure using an 8f sheath. Reportedly, when the plunger was removed, no suture was present. Manual compression was performed for one hour but ultimately achieved hemostasis. At the end of the procedure, the surgeon looked carefully and noticed that the suture was left on the stapler. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.